Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, one side of the harmonic ace instrument jaw broke while the surgeon was dissecting and a fragment fell inside the patient. The fragment was successfully retrieved during the same procedure and was visually confirmed to have been fully recovered. No additional surgical procedure was required for removal of the fragment and no post-operative tests were conducted to check for remaining fragments. The procedure was completed robotically using a backup harmonic ace instrument. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.458" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.